Manufacturer narrative:
H4: the lot was manufactured between february 23-25, 2023. The actual device was received for evaluation. A visual inspection observed fluid inside the housing. Further inspection revealed that the film-wrap was missing. The film-wrap is located at the upper area of the bladder and fastens the bladder to the stressmember. When the film-wrap is missing, the bladder would not inflate during fill and the fluid would leak inside the housing. The reported condition was verified. The cause of the condition was determined to be a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid leaked from the reservoir (bladder) of a large volume infusor. This occurred during preparation of chemotherapy. There was no patient involvement. No additional information is available